Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were discussed and scheduled, no changes or interventions were reported. There were no patient consequences before, during, and after.